Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to power up. The field service engineer (fse) checked all cords and cable connections and identified a faulty half height cubie drawer, which was preventing the station from powering up. The half height cubie drawer controller board was replaced, after which the station was tested successfully and all drawers were accessible, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station does not have power and screen was black. User rebooted the station and connected cable, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.